Event description:
Pt status post condylar plate implantation returned to surgeon after second fall noticed deformity of the leg. An x-ray showed the distal half of femur and the plate was broken. Surgeon removed the hardware.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product has returned and is just entering the complaint sys.